Event description:
It was reported that the pt has been experiencing pain, stiffness, soreness, and swelling since date of implant.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.